Event description:
I was seeing a pain management doctor for chronic pain in my back and fibromyalgia. During this appt, he asked my daughter and I if we had ever heard of a spinal cord stimulator. He said the battery goes in my hip and there are leads that go to the spine and when activated, it would eliminate all the pain from my back and my fibromyalgia pain, and I would not have to take any medicine for pain after the insertion of this spinal cord stimulator, manufactured by ans. He said he had to do a trial stimulator, which was temporary leads in my spine and the control on the front. It worked well. But I found out later that the temporary ones always work well. This is how they convinced people to put in the permanent one. I had my permanent stimulator put in my back in 2007. After the surgery, my son took me home and my legs started shaking and the pain was incredible. I tried working the stimulator, but when I turned it on low it would take off fast and shock me. I felt like I was being electrocuted. I had to have it removed. My physician said that it malfunctioned. The nerves in my body and the pain I stay in is awful. It is worse now than it was before I had the stimulator in. I have suffered permanent scar tissue and nerve damage due to this device. Dates of use: 3 months, 2007. Diagnosis: back pain and fibromyalgia pain. Event abated after use stopped: no.